Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. It was discovered that when the operator walked past a table that contained parts for a dimension vista instrument, her lab-coat brushed up against one of those parts and caused it to fall off the table and onto her foot, injuring it. The cause of the operator's injury is a human factors issue. The cse cleaned and organized the area around the customer's systems.

Event description:
The operator of a dimension vista instrument was injured when a piece of metal fell off the instrument. The operator went to the emergency department for x-rays, and reported their foot was sprained or broken.